Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was not registering the insulin pump with the correct ratio. Customer stated that the sensor would often read 40 mg/dl and the blood glucose readings were 97 mg/dl or vice versa. Customer stated that the sensor was well of the range. Customer also mentioned that they received an alarm stating that they were high because the sensor was reading 275 mg/dl when in reality their blood glucose readings were normal. No further information reported.